Event description:
After 64+ months of implantation, this ICD was explanted and returned because it was reported that the device had reached normal end of life. Note: it was originally reported that the ICD was removed for end of life. However, the analysis that was received in 2003 indicates that the eri and eol flags were set during the long charge attempt in 2002, either indicates that there was a component/subassembly failure of the shock capacitors. Therefore, the device did not cause or contribute to the event. However, it could cause or contribute to serious injury or death if it were to recur.